Event description:
The facility reports a resident with a prolapse was placed on the lift. The prolapse protruded through the holes in the seat and became so swollen the resident was unable to get off the seat, the fire department came and cut the seat off of the pt. Pt suffered a ruptured bowel and was takent to the hospital.